Event description:
The tech alleged the intelidrive handle wouldn't operate. The tech alleged that bare metal wires were visible.

Manufacturer narrative:
The tech stated that the bed hadn't been put into use as of yet. The cable was severed where cables come out of the bottom of mounting tube. This appeared to be from shipping bracket.